Manufacturer narrative:
It was additionally reported that during the repairs of the iabp unit, since running test was performed for a long time, the safety disk was replaced. The operation check and preventive maintenance was then performed with no issues. The fse attempted to perform another running test for one week. When the console was detached from the cart and the side cover was removed from the console, the shutdown issue was not replicated at all. It was suspected that the console inside became high temperature and any elements on the replaced power management board might have been weak against heat. Once the power management board is sent to the national repair center for evaluation for failure investigation, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the display of the cardiosave intra-aortic balloon pump (iabp) blacked out, and the drive stopped and alarmed "no backup battery detected." The customer had a cs300 as a backup, and switched without incident. This was the second case since delivery on (B)(6) 2019 and customer also stated that prior to the occurrence of this shutdown issue, the response of the touch screen became slow (it was not responding well). Furthermore, the iabp would not assist the patient¿s heartbeat as intended (although iab assist frequency was selected as 1:1, the heartbeat was not assisted partially). There was no patient harm, injury, or adverse event.

Event description:
It was reported that during use on a patient, the display of the cardiosave intra-aortic balloon pump (iabp) blacked out, and the drive stopped and alarmed "no backup battery detected." The customer had a cs300 as a backup, and switched without incident. This was the second case since delivery on december 24, 2019 and customer also stated that prior to the occurrence of this shutdown issue, the response of the touch screen became slow (it was not responding well). Furthermore, the iabp would not assist the patient¿s heartbeat as intended (although iab assist frequency was selected as 1:1, the heartbeat was not assisted partially). There was no patient harm, injury, or adverse event.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed per getinge standard operating procedure and no non-conformances related to the reported event were noted. The supplier returned the power management board to the national repair center (nrc). The supplier stated no problem found; they could not verify the failure of the unit shutting down, and the board passed testing. A senior repair technician inspected the power management board and no visual damage was observed. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The power management board was packaged and labeled and sent to stock per procedure.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The technician then installed the power management board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. After extensive testing and evaluation, the national repair center could not verify the failure of the unit shutting down. The power management board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the display of the cardiosave intra-aortic balloon pump (iabp) blacked out, and the drive stopped and alarmed "no backup battery detected." The customer had a cs300 as a backup, and switched without incident. This was the second case since delivery on december 24, 2019 and customer also stated that prior to the occurrence of this shutdown issue, the response of the touch screen became slow (it was not responding well). Furthermore, the iabp would not assist the patient¿s heartbeat as intended (although iab assist frequency was selected as 1:1, the heartbeat was not assisted partially). There was no patient harm, injury, or adverse event.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance's related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and performed inspection at the service center for 10 days. The power management board was removed from the iabp unit and it was assembled to another system. When running test was performed, the issue was confirmed to be replicated four times. Thus, the cause of this issue was determined to be the power management board failure by our fse. The fse replaced the power management board and ensured all functional and safety tests were passed per factory specifications. The iabp was returned to the customer and cleared for clinical use. In addition, the power management board has been requested for return to getinge's national repair center for evaluation. A supplemental report will be submitted when additional information is available.

Event description:
It was reported that during use on a patient, the display of the cardiosave intra-aortic balloon pump (iabp) blacked out, and the drive stopped and alarmed "no backup battery detected." The customer had a cs300 as a backup, and switched without incident. This was the second case since delivery on (B)(6) 2019 and customer also stated that prior to the occurrence of this shutdown issue, the response of the touch screen became slow (it was not responding well). Furthermore, the iabp would not assist the patient¿s heartbeat as intended (although iab assist frequency was selected as 1:1, the heartbeat was not assisted partially). There was no patient harm, injury, or adverse event.